Event description:
It was reported that pump screen was scratched and hard to read. No information was available regarding any impact to the customer¿s blood glucose level. Customer declined further troubleshooting and no additional actions or follow up were taken, with request made only to document event.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.